Event description:
The customer observed a lower than expected vitros tsh result predicted from a patient sample using the vitros 5600 integrated system when compared to a result obtained using an alternate non vitros tsh method. The investigation identified biased vitros tsh results predicted from three other patient samples when compared to the same alternate non vitros tsh method. In addition, lower than expected vitros tsh quality control results were also predicted. The dates involved spanned from (B)(6) 2012 and involved 4 different vitros tsh reagent lots. The following vitros tsh patient results compared to the tsh result predicted using an alternate non vitros tsh method were provided. Sample 1: 0.13 uiu/ml vs. 0.880 uiu/ml, sample 2: 0.02 uiu/ml vs. 0.28 uiu/ml, sample 3: 0.89 uiu/ml vs. 0.65 uiu/ml, sample 4: 6.54 uiu/ml vs. 4.61 uiu/ml. The following vitros tsh results predicted from a level 1 quality control fluid compared to the expected result were also provided. 0.56 uiu/ml vs. 0.820 uiu/ml 0.58 uiu/ml vs. 0.820 uiu/ml the vitros tsh patient results provided above were reported from the laboratory. None of the results have been questioned by health care providers and there was no allegation of patient harm. However, biased results of the direction and magnitude observed may lead to inappropriate physician action. This report is number four of five mdrs for this event. Five 3500a forms are being submitted for this event as five devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that biased vitros tsh results were predicted from four different patient samples, and from a level 1 quality control fluid using the vitros 5600 integrated system. An assignable cause has yet to be identified. Analysis of current and historical quality control data found no information to suggest persistent biased reagent performance. Investigation of this event is still ongoing. A definitive root cause for the event could not be determined.